Event description:
It was reported to boston scientific corporation that one week after placement of a corflo cubby low profile gastrostomy device, the balloon ruptured. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual examination of the returned device noted a crack in the locking mechanism. The cause of the reported malfunction is undetermined.